Event description:
A surgeon reported that an intraocular lens (iol) did not unfold after insertion. Enlargement of the surgical incision was necessary to remove the iol. Add'l info has been requested.